Event description:
The customer reported that the "plastic of the electric wire of the pencil began cracking after only three times steam sterilization." A high voltage breakdown occurred at a split area in the pencil cable.